Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer will continue to use the pump until the replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.